Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer was unable to charge the pump due to damage to the tandem-provided wall power adapter and tandem-provided usb cable. A new wall adapter and usb cable were sent to the customer. There was no reported adverse impact to customer's blood glucose level.